Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 09/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 08/15/2024, it was reported that the patient experienced a skin reaction which occurred 10 days after the sensor had been inserted in the arm. The patient developed a systemic rash extending beyond the patch perimeter and on his body. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a physician who prescribed an unspecified oral steroid medication. The patient was advised to taper the medication dosage (three tablets for the first week, two tablets for the second week, one tablet for the third week, and half a tablet for the fourth week). At the time of report the patient confirmed the rash subsided after the course of steroid treatment. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Dexcom was made aware on 09/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On(B)(6) 2024, it was reported that the patient experienced a skin reaction which occurred 10 days after the sensor had been inserted in the arm. The patient developed a systemic rash extending beyond the patch perimeter and on his body. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a physician who prescribed an unspecified oral steroid medication. The patient was advised to taper the medication dosage (three tablets for the first week, two tablets for the second week, one tablet for the third week, and half a tablet for the fourth week). At the time of report the patient confirmed the rash subsided after the course of steroid treatment. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).